Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent batch # unk. Additional information requested: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? What was the appearance of the donuts? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Was the safety reset prior to removal? What was the users experience with the device? What is the patient¿s current status?

Event description:
It was reported that during a low anterior resection procedure, the doctor did anastomosis by following the firing process as he did fully squeeze handle then the blade cut partial tissues as proximal side that occur the blade stuck with tissue then when the doctor tried to pull out the device, the part of colon wall was tear in the stapler line. Once the doctor cut and repair the colon by suturing. The device has discard by scrub nurse after operation.

Manufacturer narrative:
(B)(4).